Manufacturer narrative:
One workmate claris amplifier was received for evaluation. Visual inspection revealed the connectors, switches, and labels had no physical damage. All of the mounting hardware was secured. The returned workmate claris amplifier was powered on but no communication was established with the test standard workmate claris computer. The amplifier was power cycled several times but no communication was established. The single-board computer (sbc) was temporarily replaced with a known good board and successful communication was established with the test standard workmate claris computer. Using the test standard sbc board, a basic signal acquisition/quality test which included the surface ECG, baseline, amplitude, and stimulus switching was performed and confirmed that the returned amplifier performed within the factory specifications. Using the test standard sbc board, the amplifier was run for few hours, and no interruption or loss of communication was observed. Further investigation of the non-functional sbc revealed a missing network adapter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The reported complaint of no connection was confirmed. The returned workmate claris amplifier was powered on but no communication was established with the test standard workmate claris computer due to a non-functional sbc. Further investigation of the non-functional sbc revealed a missing network adapter.

Event description:
During the procedure, the amplifier would not communicate with the display work station and the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.